Manufacturer narrative:
B5-additional information: as of (B)(6) 2021, the vault is (B)(4). Transient loss of bcva reported. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens work order search-one similar complaint type event reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm6_13.2 implantable collamer lens, diopter -1.5 into the patient's right eye (od) on (B)(6) 2020. The surgeon reports excessive vault, angle closure, and elevated iop. On (B)(6) 2020 the lens was repositioned. Reportedly the iop and vault are better after repositioning. The cause of the event is reported as unknown.

Manufacturer narrative:
B5: per updated information, the lens was explanted on (B)(6) 2021. Reportedly, "the patient is ok" post exchange. Claim # (B)(4).

Manufacturer narrative:
B5-updated information: as of (B)(6) 2020, ucva distance is 0.4, reading distance is good, iop is 16/16mmhg and vault is still high at 1243. Claim# (B)(4).